Event description:
The lead was explanted due to a report of j rentention wire fracture with protrusion through the outer polyurethane insulation. Half of an inch of the j retention wire remains attached to the cathode tip. Expant method: intravascular, femoral. Technique/tools: dotter basket/snare. No complications.